Event description:
During primary surgery, upon insertion of ar screw through the sheath, the thread went posterior to the nail and threads broke off into bone.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The cause could not be determined. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.